Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ batter, model #: 1650de, catalog #: 1650de, expiration date: 30-jul-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 18-jul-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jul-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 18-jul-2020, labeled for single use: no (B)(4).

Event description:
It was reported that three batteries were not charging. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) battery was not returned for evaluation. Two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection. Functional testing revealed that the batteries were unable to charge or provide power due to an enabled zvchg fet. The gas gauge is not programmed to use the zvchg fet, which indicates that the batteries unintentionally enabled the fet. The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. As a result, the reported event involving (B)(6) and (B)(6) was confirmed. The reported event involving (B)(6) could not be confirmed since the battery was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported event involving (B)(6) can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. The most likely root cause of the reported event on (B)(6) and (B)(6) can be attributed to the unintentional enabling of the battery's zvchg fet. CAPA (B)(4) is investigating this battery issue. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 04-jun-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01 d4: serial or lot#: (B)(6), d9: yes, return date: 04-jun-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and bat902132 <(>&<)> bat814695 annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving bat902132 and bat814695 has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.